Event description:
Information received regarding the explanted device notes lead dislodgement. The lead was repositioned, but it dislodged again. The patient had been opened five times using three different leads. The patient was fine with placement of the third lead.